Event description:
Healthcare professional reported right side rupture confirmed via MRI, seroma, capsular contracture baker grade unknown, "lymphadenopathy¿ and ¿adenopathy reaction". The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture, lymphadenopathy, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture, seroma, capsular contracture baker grade unknown, and "lymphadenopathy¿. Continued e1 phone number: (B)(6).